Manufacturer narrative:
The device was returned for analysis. The delayed difficult activation cannot be confirmed as it related to procedure conditions. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The cause of the reported difficulty and the subsequent treatment is due to the circumstances of the procedure. In this case, based on the returned device analysis, a posterior needle to cuff miss occurred. The posterior needle shank was bent indicating the posterior needle was likely deflected to the side of the posterior cuff and became jammed into the foot preventing full extension of the needle. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide relative to an endovascular aneurysm repair procedure. Reportedly, in step #2, the plunger was pushed down but did not click or lock the needles into the cuffs. Another proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.